Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure using the evoque system where initial guidewire placement was challenging due to trajectory issues near the rvot. The team recrossed and used a pigtail for the second attempt; the wire curl retracted to mid-ventricle, indicating it was free of anatomy. At time-out, the physician had an anterior trajectory that could not be corrected due to significant secondary flex, and the team agreed to proceed. Anchor deployment showed an excellent septal-lateral (s/l) window, but the posterior-anterior (a/p) view worsened as the outer capsule retracted. At 90 degrees, all leaflets were confirmed over the anchors. S/l was coaxial and central, while a/p had a posterior position with anterior trajectory. Attempts to correct with system advancement and wire push had limited effect. After a half-atrial flip, leaflets remained inside anchors, but s/l shifted laterally. Secondary flex was reduced to regain a/p control, but posterior anchors did not move atrially, and lateral anchors dropped. Additional wire pressure improved anchor height, though no excessive pressure was seen on fluoroscopy. The wire curl appeared significantly deeper than the ICD lead. Anesthesia reported severe hypotension. Imaging switched from ice to tee, revealing a pericardial effusion. Pericardiocentesis was initiated, but bleeding persisted. The cardiac surgeon performed a sternotomy and opened the pericardium, improving cardiac function. The wire curl was visualized exiting the rv apex, confirming a major rv laceration. Despite transfusions and cell saver, blood loss was massive, and resuscitation failed. The perceived root cause was wire pressure likely causing rv perforation with the stiff portion of the wire. The curl then exited the rv apex, creating a large laceration, leading to hemodynamic collapse and fatal blood loss. The wire was free in the apex at the time, and the delivery system was in-line with no prior warning signs.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review: the complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests that challenging wire manipulation due to anatomical complexity was the likely root cause of the rv injury event. Imaging review was limited, with only two fluoroscopic images provided. The images show the pigtail in the right atrium and the wire in the right ventricle, with no evidence of guidewire pressure and no images of the delivery system. This limitation hindered the ability to fully assess the mechanical interaction between the wire and the ventricular wall at the time of injury. No device malfunction was identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.